Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump error. He customer¿s current blood glucose level was 100 mg/dl at the time of incident. The customer stated that they had pump error. The customer stated that they were not able to rewind the pump. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.